Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's blood glucose was 38 mg/dl at the time of incident. The customer's blood glucose was 37 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with glucose tablets. The customer's mother stated that the reservoir was showing less amount of insulin than shown on the status screen. The reservoir will not be returned for analysis.